Manufacturer narrative:
E1: initial reporter addr 1 : (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination for all gel defects and no issues were observed relating to oil gel globules as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint trend was identified, and a corrective and preventive action has been opened for further investigation. This complaint is unable to be confirmed for the indicated failure mode of oil gel globules based on investigation on retains. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, (1) patient sample had multiple gel globules floating in the serum even after the sample was recentrifuged. No patient impact reported.